Event description:
Allegedly liner fractured and was removed. Dr does "not think the failure should be seen as a reflection of poor quality, but we do want to get some idea of what went on. I think that there are some pt factors involved too."